Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented via a merlin.net transmission showing post-paced t-wave oversensing on the ventricular lead. Programming changes were recommended. No further information is available.